Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown; implant date - unknown; manufacture date - unknown. Item has been requested to be returned. Upon receipt of item and product evaluation, a follow-up MDR will be sent to the FDA.

Event description:
It was reported that the patient underwent a hip replacement on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2014 due to an unknown reason. No further information has been received.